Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic') in an adult female patient who had essure (ess205) (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure conformation test". The patient's medical history included crohn's disease, implant infection, gastric ulcer, gastric ulcer, vitamin d deficiency, abnormal uterine bleeding and uterine fibroid. Concurrent conditions included hernia repair, fibroids, anemia, sciatica, esophageal reflux, fibromyalgia, allergic rhinitis, iron deficiency anemia, vitamin b12 deficiency, chest pain, nausea, vomiting, diarrhea, rectal polyp, bleeding duodenal ulcer, left upper quadrant pain and bronchitis asthmatic. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2014, norethisterone acetate (aygestin) since (B)(6) 2018, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abnormal uterine bleeding ("abnormal uterine bleeding") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding and vaginal haemorrhage had resolved and the abdominal pain, dysmenorrhoea, depression, anxiety, abnormal uterine bleeding and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure insertion date - (B)(6) 2014 (discrepancy noted) no removal planned. Unable to afford surgery. The patient's left 4 coils, on the patient's right 3 coils at the conclusion of the procedure. Patient received treatment pain and bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-may-2021: mr received. Reporter information, medical history added. Event abnormal uterine bleeding, fibroid uterus were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic') in an adult female patient who had essure (ess205) (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure conformation test". The patient's medical history included crohn's disease, implant infection, gastric ulcer, gastric ulcer, vitamin d deficiency, abnormal uterine bleeding and uterine fibroid. Concurrent conditions included hernia repair, fibroids, anemia, sciatica, esophageal reflux, fibromyalgia, allergic rhinitis, iron deficiency anemia, vitamin b12 deficiency, chest pain, nausea, vomiting, diarrhea, rectal polyp, bleeding duodenal ulcer, left upper quadrant pain and bronchitis asthmatic. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2014 to (B)(6) 2014, norethisterone acetate (aygestin) since (B)(6) 2018, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abnormal uterine bleeding ("abnormal uterine bleeding") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding and vaginal haemorrhage had resolved and the abdominal pain, dysmenorrhoea, depression, anxiety, abnormal uterine bleeding and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure insertion date - (B)(6) 2014 (discrepancy noted) no removal planned. Unable to afford surgery. The patient's left 4 coils, on the patient's right 3 coils at the conclusion of the procedure. Patient received treatment pain and bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Batch no 50705834, expiration date 2015-12-31, manufacture date: 2012-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic') in an adult female patient who had essure (ess205) (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure conformation test". The patient's medical history included crohn's disease, implant infection, gastric ulcer, gastric ulcer and vitamin d deficiency. Concurrent conditions included hernia repair, fibroids, anemia, sciatica, esophageal reflux, fibromyalgia, allergic rhinitis, iron deficiency anemia, vitamin b12 deficiency, chest pain, nausea, vomiting, diarrhea, rectal polyp, bleeding duodenal ulcer, left upper quadrant pain and bronchitis asthmatic. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2014 to (B)(6) 2014, norethisterone acetate (aygestin) since (B)(6) 2018, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure insertion date - (B)(6) 2014 (discrepancy noted) no removal planned. Unable to afford surgery. The patient's left 4 coils, on the patient's right 3 coils at the conclusion of the procedure. Patient received treatment pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received-outcome of event pelvic pain and genital hemorrhage ,menorrhagia were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic') in an adult female patient who had essure (ess205) (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure conformation test". The patient's medical history included crohn's disease, implant infection, gastric ulcer, gastric ulcer and vitamin d deficiency. Concurrent conditions included hernia repair, fibroids, anemia, sciatica, esophageal reflux, fibromyalgia, allergic rhinitis, iron deficiency anemia, vitamin b12 deficiency, chest pain, nausea, vomiting, diarrhea, rectal polyp, bleeding duodenal ulcer, left upper quadrant pain and bronchitis asthmatic. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2014 to (B)(6) 2014, norethisterone acetate (aygestin) since (B)(6) 2018, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure insertion date - (B)(6) 2014 (discrepancy noted) no removal planned. Unable to afford surgery. The patient's left 4 coils, on the patient's right 3 coils at the conclusion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, anxiety, dysmenorrhea, abdominal pain. Lot number: 50705834. Manufacture date: 2012-12. Expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: essure removal date and surgery added. Event pelvic pain updated from non serious incident to serious incident event. Event psych injury was clubbed with event depression. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.